Event description:
It was reported that the patient had been hospitalized with high blood glucose levels . The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. The patient reports feeling weak. The patient reports the pod had failed to adhere and fell off the infusion site (abdomen), causing the cannula to dislodge. Once at the hospital emergency room the patient was treated with manual insulin shots and advised to apply a new pod. The patient was provided a box of pods. The patient was in the emergency room for 3 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7.